Event description:
Device malfunction: difficult to deploy; premature deployment. Time of malfunction: during the procedure. Adverse event: unintended location. Time of adverse event: during the procedure. It was reported that during a revascularization stenting of the right superficial femoral artery, resistance was felt while rotating the thumbwheel during stent deployment. The sds was being removed when the stent prematurely deployed in the right iliac artery. Reportedly, the vessel has heavy tortuosity. An additional absolute stent was utilized to complete the procedure. No add'l info available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the absolute catheter was returned with blood visible on the shaft and handle. There was no visible contrast. The stent was deployed and not returned. The distal outer member sheath was retracted 13.0 mm proximal to the tip. There were two kinks in the shaft that penetrated the outer member and inner braided member 4.5 cm and 41.5 cm distal to the strain relief tubing. There were chatter marks in the shaft 28.5 cm distal to the strain relief tubing for a length of 46.5 cm. There were no anomalies noted at the outer member/outer member junction. There was no other damage noted to the catheter. The handle was unlocked. After opening the hande, the rack was retracted approx 13.0 mm from the distal end. There was dried blood visible inside the handle. Closed the handle and attempted to rotate the thumbwheel but was not able to rotate. After soaking the catheter in warm water for 2 hours, rotated the thumbwheel and retracted the distal outer member sheath with no resistance. Opened the handle, the rack was fully retracted and all the internal mechanisms were intact with no anomalies noted. Product performance engineering revealed that the absolute catheter was returned with the distal outer member retracted 13 mm (the rack in the handle was also retracted 13 mm). Two major kinks were identified penetrating into the inner member braiding, which can cause resistance to thumbwheel movement. If the stent is partially deployed during removal, then it is possible for the stent to deploy during removal. No specific root cause of the pre-mature deployment or the kinks in the shaft. All absolute catheters are 100% for guide wire movement, 100% inspected of thumbwheel rotation, retractable sheath movement, and 100% inspected for shaft damage. No mention of any kinks identified during prep (prior to the procedure). The lot history record was reviewed. There are no non-conforming mfg reports associated with this lot number. Product performance engineering was unable to determine the specific root cause of the premature deployment or the kinks in the shaft. All absolute catheters are 100% for guide wire movement, 100% inspected of thumbwheel rotation, retractable sheath movement, and 100% inspected for shaft damage.